Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, prior anesthesia, to report the following problem: error c-00 while starting the erbe generator. Technical support engineer (tse) checked error logs and can verify the fault. Tse asked caller if the erbe generator was restarted and the site agreed with several times. The customer had no valley lab iesu. The customer had no second da vinci available. Tse guided caller to use "classic" mode on monopolar energy, so that surgery could start, but customer could not test it then and would not have started surgery if system was not working. The procedure was aborted with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found during inspection, the (c-00) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause of error c-00 on the erbe generator typically indicates a critical hardware or system initialization fault. .